Manufacturer narrative:
Device available for evaluation - yes. Returned to manufacturer on: 10/18/2016. Device returned to manufacturer - yes. Additional information was received and it was learnt that there was no incision enlargement, no vitrectomy was performed and no sutures were used to remove the lens. Another lens was implanted and no issues with the patient were reported. Device evaluation: the preloaded delivery system was returned at the manufacturing site for evaluation. Visual inspection at 10x microscope magnification showed viscoelastic residues at the cartridge tube/tip. No assembly errors were observed in the device. The intraocular lens (iol) was not observed in the delivery system and it was not returned separately. The customer's reported complaint could not be verified since the lens was not returned. Manufacturing records review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. Labeling review: the directions for use (dfu) were reviewed. The directions for use (dfu) adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that the intraocular lens (iol) was scratched when inserted into the eye. The lens was removed and no patient injury was reported. No further information was provided.